Event description:
Customer reportedly received results of 319 mg/dl and 120 mg/dl within 10 minutes on the same device. No quality controls used. No high blood glucose symptoms. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.